Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Doctor informed me that the joint replacement being performed the following week was a revision of a hemi arthroplasty to a total hip replacement. He gave me no other details other than that he planned to use a cement in cement stem.

Manufacturer narrative:
Reported event: an event regarding pain involving an exeter stem was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned devices indicated nothing remarkable and appear to be in brand new condition. No functional, dimensional or material analysis was performed as no alleged failure has been reported. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised. Visual inspection of the returned devices indicated nothing remarkable and appear to be in brand new condition. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Doctor informed me that the joint replacement being performed the following week was a revision of a hemi arthroplasty to a total hip replacement. He gave me no other details other than that he planned to use a cement in cement stem. Update: the patient continued to complain of hip pain so dr decided to convert the hemi arthroplasty to a total hip replacement.